Event description:
It was reported the pt underwent total hip replacement with auto-grafting due to oa in 1990. The pt felt a pain at the hip and underwent revision surgery in 2005. The surgeon replaced the bipolar cup due to wear and the morse taper head due to breakage.